Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 20127705.

Event description:
It was reported that the patient experienced neck pain. It was also reported that the patient had inadequate stimulation as a result of lead migration that was confirmed via x-ray. The patient underwent a revision procedure wherein the leads were repositioned and remains implanted in the patients body. The patient was doing well postoperatively.